Event description:
Guide catheter - fractured during insertion of device into pt. Coronary guide cath (8 french) "broke off" in pt's leg during procedure, catheter still in aorta. Pt. Taken to o.r. Emergently.